Event description:
Related manufacturer reference number 3006705815-2019-02359. It was reported that the patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention wherein the scs system was explanted( date is unknown).